Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the surgeon was creating a pouch and firing second to the last fire using a sureform 60 blue reload, there was a tissue push. E-stop was activated. The stapler fired about halfway before stopping. Further assessment revealed unfired staples, bleeding and partially cut gastric tissue. The surgeon created another staple line medial to the previous line and resected the affected tissue. Intuitive surgical, inc. (Isi) back up instrument was used. Isi made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.